Manufacturer narrative:
Mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: background: postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Device evaluation: the device was received with clear gel. No foreign material was observed within the device and yellow material was observed on the shell surface. Mentor product analysis lab¿s visual examination observed a crease on the anterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Therefore, no manufacturing record evaluation (mre) review is required at this time. Should more information become available, this complaint will be re-assessed. Potential cause: capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive. Corrective action: because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Conclusion statement: the patient¿s breast prosthesis was submitted with a complaint of capsular contracture. Mentor product analysis lab¿s visual examination observed a crease on the anterior aspect.leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. No other anomalies were discovered. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) female patient underwent an unspecified breast augmentation with a 350cc mentor memorygel breast implant and experienced postoperative left-sided grade 3 capsular contracture. Capsular contracture was confirmed by a physician. As a result, the patient underwent removal and replacement with like device, catalog # 3503504bc, serial # (B)(4) on (B)(6) 2018.